Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference: 2015691-2019-04826, 2015691-2019-04827, 2015691-2019-04828, 2015691-2019-04829.

Manufacturer narrative:
This report is for 2 of the coronary occlusions in the bev group. This is one of 4 reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between august 2007 and june 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves (and respective accessories) are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the coronary obstruction cannot be determined based on the limited information provided by the authors; but may have been due to patient factors not provided and/or procedural factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: okuno t, khan f, asami m, praz f, heg d, winkel mg, lanz j, huber a, gräni c, räber l, stortecky s. Prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses. Jacc: cardiovascular interventions. 2019 nov 4;12(21):2173-82.

Event description:
As reported in the medical article: "prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses" a single-center study sought to compare the frequency of prosthesis-patient mismatch (ppm) with self-expandable valves (sev) to balloon-expandable valves (bev). Between august 2007 and june 2017, a total of 757 patients met the inclusion criteria for the analysis. Among them, 420 patients were treated with bev (sapien, sapien xt and sapien 3). The following adverse events occurred in the bev group during the study period: - 27 major vascular complications. - 2 coronary occlusions. - 3 disabling strokes within 30 days. - 24 permanent pacemaker implantations.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.